Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The connector end of the device was completely severed from the fiber body. The burnt end has about a centimeter of burning/charring. The other end appears to have broken cleanly across the blue coating. It cannot be determined which side was the distal end and which side was the side that broke off at the connector. Upon further investigation, it was determined that the fiber was severed at the fiber-ceramic ferrule interface inside the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely this damage occurred due to mishandling of the fiber such as a hit/significant force applied to the connector while unpacking or preparing for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Reports are being submitted on the laser system and single use fiber used during the procedure. Please refer to the following reports: patient identifier of (B)(6) is related to model number: tfl-fbx200bs, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: tfl-pls, serial number: (B)(4). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the soltive premium superpulsed laser system started smoking from the port where the 200 micron tfl ball tip single use fiber was connected. The issue occurred during a therapeutic retrograde intrarenal surgery to remove a 8 mm store in the kidney. The use of the laser was finished when the smoking occurred. The laser had been used on and off for approximately 10 minutes. After the smoking occurred, the laser was stopped and removed. When trying to remove the fiber, it broken near the plug that was connected into the laser system. The customer noted the fiber smelled burned. The procedure was prolonged about five minutes. There was no reported patient harm or impact due to this event.